Event description:
It was reported that this right ventricular (rv) lead connected to a cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of atrial activity. A chest x ray was performed which showed that the coil is near the valve; therefore, it was discussed that the oversensing was due to the position of the lead. The physician opted to continue to monitor. No adverse patient effects were reported. This lead remains in service.